Event description:
On unknown date, (B)(6), observed some blood in the oxygenator tubing of beq-hls 7050 (lot number unknown). The circuit was changed out. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was not returned for complaint evaluation and hence no evaluation was performed. (B)(4).